Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient suffered from a clavicle fracture on left side in 2006 and was treated conservatively without implants. In 2010 a major displacement of the clavicle parts were noticed and patient suffered from occlusion of the subclavian artery. Later in 2011 occlusion of the axilar artery and the brachial artery were noticed. Patient was implanted with a pelvic reconstruction 10 hole plate on (B)(6) 2011. Patient developed pseudarthrosis and x-ray taken on (B)(6) 2012 revealed the plate was bent. Patient was returned to the or on (B)(6) 2012 for removal of hardware and revision. Patient was revised to a 8 hole lcp superior clavicle plate.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.